Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the proximal and distal conductors of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented after passing out. It was determined that the right ventricular (rv) lead exhibited high thresholds and high impedance resulting from a confirmed fracture. The rv lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).